Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2013 in site area #6 (type iii bone). Primary stability was achieved. Osseointegration was not achieved. Immediate load of the implant at the time of surgery was involved. The clinician states that the implant did not integrate. The implant was removed on (B)(6) 2013 due to pain, bleeding, mobility. Med. History: joint replacement.